Manufacturer narrative:
(B)(4). After further review of the reported event it was determined that vessel access was not lost. Therefore, this would not be a reportable event that would have the potential to cause serious injury.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, twenty-four unused, sterile starclose se devices with the same part and lot number as the complaint device were returned for evaluation. All 24 dilators were fully inserted into the hubs of the exchange sheaths and lock fit into position against the hubs. Based on a visual inspection and functional testing, the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device being difficult to insert the dilator into the exchange sheath could not be determined based on the investigation findings from the tested devices.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device after an unspecified procedure. Reportedly, prior to the use of the starclose se device the dilator in the sheath did not click into position. The dilator was manually held in the sheath. The starclose se device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.